Manufacturer narrative:
Model number/catalog number: sc-2316-70e. Serial number: (B)(4), batch/lot number : 5101237. Model/catalog description: 1x16 perc lead trial kit, 70 cm.

Event description:
A report was received that the patient had a fever during trial period. The physician believed that the fever was not device related, and the cause was unknown. The patient had an early lead pull for precaution and fever was resolved.